Event description:
A pilot balloon leak on an 5sct tracheostomy tube. The customer reported that the patient is ventilator dependant and the ventilator did alarm. There was no patient harm rported and the tube was replaced without incident.

Manufacturer narrative:
The sample has not been returned for evaluation.